Event description:
Pt developed right leg ischemia following interventional cardiac catheterization with stent placement. A duett sealing device was used to seal the femoral arterial puncture site. The pt underwent a femoral arteriogram and surgical intervention which consisted of a thrombectomy with a 4-compartment fasciotomy. The pt developed multi-system failure and expired. There is a question that pt's death may have been somewhat related to the thrombin procoagulant used to seal the femoral puncture site.